Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter ac *t diff 2 analyzer. The customer also reported that the instrument was failing hemoglobin (hgb) backgrounds during a startup when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument did not find any leaks inside the instrument. The fse attempted to recreate the issue by running the instrument but did not find any leaks. The fse found that the hemoglobin (hgb) lamp and photodiode were not working. The fse replaced the hgb lamp and the photodiode and the instrument ran and passed all backgrounds. Failure mode: the fse was unable to reproduce the leak. The cause of the failing hgb backgrounds was that the hgb lamp and photodiode were not working. The instrument operated as intended by failing the hgb backgrounds during the startup, alerting the operator to an instrument problem. Beckman coulter internal number for this report is (B)(4).